Event description:
It was reported that customer went to emergency room, where customer was subsequently hospitalized with a blood glucose level of 2.1 mmol/l. The cause was unknown. Patient received rapid and complex carbohydrates, intravenous saline fluid, and new pump profiles were created to reduce insulin dosing, insulin type was changed, and extensive screening for other causes was completed with none identified. Technical support confirmed pump function and educated caller on how automated insulin adjustment worked. There was no injury or permanent damage identified by healthcare provider. Treatment resolved the issue customer declined a supplies or system check, and technical support advised customer to consult healthcare provider about factors affecting blood glucose, which customer acknowledged and understood. Customer was released on (B)(6) 2026.